Manufacturer narrative:
(B)(4). Method: the two complaint mr370 reusable humidification chambers were not returned to fisher & paykel healthcare in (B)(4) for investigation. Our investigation is thus based on the information and photographs provided by the customer. Results: inspection of the provided photographs confirmed that the chambers domes were cracked. Conclusion: without the complaint devices, we were unable to determine what may have caused the reported fault. All mr370 chambers are visually inspected before leaving the production line and those that fail are rejected. The subject mr370 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr370 reusable humidification chamber state the following: "maximum operating pressure: 20 kpa." "Warning: the following solutions should be avoided as they may cause the chamber to crack - ketones, formaldehyde, chlorinated hydrocarbons, hypochlorite, inorganic acids, aromatic hydrocarbons, phenol (>5%)." "To prevent cracking, ensure that the water inlet port plug, and any other reusable components, are disconnected from the chamber before cleaning."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that two mr370 reusable humidification chamber had a cracked chamber domes after a few months of use. There was no patient involvement.